Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 167 mg/dl. The customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms and insulin pump was not dropped. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected suspend resume anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The pump passed displacement test, sleep current measurement, active current measurement and self test.